Manufacturer narrative:
The ge svc rep replaced the isd board and verified operation. The system operates as intended.

Event description:
The customer reported that the system is constantly alarming when plugged in.